Manufacturer narrative:
The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. Follow up is ongoing to clarify whether the device is available for evaluation. An investigation has been initiated to consider any potential factors that may have contributed to this complaint. A supplemental report will be forthcoming with the evaluation results. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during use of clearsight technology on this hemosphere monitor, arterial pressure readings were consistently approximately 15mmhg lower than those displayed on the drager bedside monitor. No error message was displayed. On customer opinion, this discrepancy did not appear to be related to a time lag between the signals, but rather to differences in how the pressure waveform data may be processed by the two systems. There was no allegation of patient injury.